Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had to be explanted due to infection and wound breakdown. Reportedly infection occurred before the extrusion. The infection is located directly at the site of incision and at the lateral mastoid. According to the clinic, the incision wound never fully healed after the implantation. The wound broke open one month post-op and was filled with granulation and the electrode near the receiver-stimulator was exposed. The wound was controlled with antibiotics and wound dressing. At the time of explantation the entire electrode had come out of the cochlea and had exited the postauricular wound.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. This finding was expected because according to the recipient report the device was explanted due to an infection at the surgical incision one month post-implantation that couldn't be treated with conservative treatment. Further the infection led to an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The incision wound never fully healed after implantation. The wound broke open one-month post-op and was filled with granulation and the electrode near the receiver-stimulator was exposed. The infection was located directly at the site of incision and at the lateral mastoid. Cultures showed staph aureus and pseudomonas aeruginosa which was treated antibiotics. The device was explanted. Before explantation the entire electrode had come out of the cochlea and had exited the postauricular wound.